Event description:
The account alleged that the head and knee up and the foot articulation and in/out are not working.

Manufacturer narrative:
The technician found that the safety limit switch for the CPR assembly the connects to the CPR emergency trendelenburg torque weldment bar had the upper lead connector pushed down which shorted out the switch. The bed was acting like it was in constant CPR mode. He straightened the leads to repair the bed.